Event description:
A size 4 lma was inserted apparently uneventfully. Following placement, slight amount of blood noted exterior to tube in oral mucosa. While attempting to remove digitally, the lma tube broke near the mask. Forcep were then used to remove the mask. Pt only observed with small abrasion about 1mm on the mucosa of the soft palate without significant or lasting injury.